Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with unspecified mentor saline implants and experienced unspecified symptoms post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.

Manufacturer narrative:
On 4/23/2020, the following was noticed in the previously submitted report: - the incorrect person was input into block e for the initial reporter in the initial report submitted to the FDA. This correction report contains the correct information for the initial reporter.  -the patient indicated the devices had been explanted, but no date of explant was provided. Should additional information be received clarifying this, a supplemental report will be sent. Manufacturer¿s reference number: (B)(4).